Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to oversensing of electromagnetic interference. No intervention was performed, and the patient did not experience any consequences.